Manufacturer narrative:
No button error alarm during testing. However unit had intermittent up button response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 226 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.